Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was test and no frozen screen noted and time advanced properly. No unexpected battery out limit alarms noted. The device passed displacement test and off no power test. The operating currents were in specifications. The device had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, broken belt clip slot, and stained end cap sticker.

Event description:
Customer called to report the insulin pump had a frozen display during the bolus process. Blood glucose reading was 223 mg/dl. The customer changed the battery after getting the frozen display and the insulin pump alarmed for battery out limit. The buttons on the insulin pump were unresponsive. Troubleshooting was performed. The battery was removed and reinserted into the insulin pump. The display returned. Assisted with clearing the battery out limit alarm. Advised that the insulin pump will be replaced. Nothing further reported.